Event description:
Additionally, a healthcare professional reported that the patient spent the weekend in the ER due to another complication in trying to recover from the juvederm implant injury. They stated that they have an ongoing now chronic adverse reaction caused from the juvederm implant.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5 and h6.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was treated with juvéderm voluma® xc. Three weeks post injection the patient experienced edema, bruising, and pain at the site of injection. The patient has had plastic surgery 17 times and had a substantial scar and a disfigured face. The hcp treated the patient with amoxicillin and the abscess that was formed was drained at home. The patient had an appointment with a local dermatologist and was referred to by the ER.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5 and h6.

Event description:
Additionally, the patient added that they had that they had multiple visits instructed by the medical professionals to the emergency room and was almost septic. They were referred to the plastic surgeon that injected them to receive multiple injections to dissolve the filler. The patient stated that they were ¿cauterized¿ and had a penrose drain placed which spread the infection. Currently, the patient is still suffering from and ongoing infection. They stated that they have major tissue damage concave to the cheek bone.